Manufacturer narrative:
The transmitter assembly associated with the complaint was returned for investigation. The investigation found the rf connector was damaged due to improper/inadequate design. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. Additionally, the investigation found the power amplifier was damaged (failure mode is low impedance on all three terminals), triggering the "low power detect" alarm and causing the battery to deplete in a short amount of time. Due to the damaged rf connector and power amplifier, the device does not operate and thermal imaging of the device while operating could not be obtained. For the report of overheating: thermal imaging was used to verify the outside and internal temperature of the device while charging. Results are as follows: outside thermal temperature while charging: 39.8°c. Internal thermal temperature while charging: 57.9°c. The outside thermal temperature while charging was 39.8°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Refer to CAPA-2024-0020 for additional investigation details the for broken rf connector. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in blown power amplifier. Blown power amplifier rates remain acceptably low; thus, CAPA is not required. Blown power amplifier rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation to the skin. However, the patient did not experience any damage to the skin or require medical intervention.